Manufacturer narrative:
B4:19may2021. The issue was discovered before patient use. Per authorized service personnel. The unit was showing a battery fault alarm. The battery date code of 01/10/2020. The battery was replaced to address the reported issue.

Event description:
The customer reported that the unit has battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.